Manufacturer narrative:
A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design / non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Zimmer biomet complaint (B)(4). Patient identifier, patient age, patient gender: not provided/ unknown. Initial reporter fax number: not provided.

Event description:
It was reported that an implant (tsvtb11) was unable to be placed into osteotomy. Implant did not achieve primary stability. Site was bone grafted.